Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the log files. The event log file contained data recorded from (B)(6) 2021. The data captured on(B)(6) at 19:34:13 revealed that a backup battery fault alarm associated with ebb load test fail became active. The alarm remained active until the end of the log file. The periodic log file also contained backup battery fault alarms associated with ebb load test fail. The returned system controller, serial number (B)(6) with backup battery (B)(6) , was functionally tested using the laboratory equipment and the backup battery fault alarm was not able to be reproduced. The system controller operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. A specific root cause for the backup battery fault alarm captured in the log files was not able to be determined through this analysis. Heartmate 3 patient handbook rev c, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook, rev c, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on 04jan2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Event description:
It was reported that patient presented to clinic on (B)(6) 2021 with a back up battery fault alarm that started the night before on (B)(6) 2021. The patient had a new backup battery installed last month so it was decided to replace the controller.